Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h3, h4, h6, and h11. The device was not returned to olympus for inspection, however, technical assistance center (tac) provided remote troubleshooting, and the reported failure was confirmed. The image reverts to the initial video; troubleshooting was able to resolve the reported allegation. Based on the results of the investigation, a probable root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center randomly "reboot" itself, during an unspecified procedure. There were no reports of patient harm.